Manufacturer narrative:
Citation: bagozzi l et al. Rescue aortic root replacement for endocarditis after transcatheter aortic valve replacement. The annals of thoracic surgery; 2020 jun 1;109(6):1948-1949. Doi: 10.1016/j.athoracsur.2019.09.093. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old patient who underwent transcatheter aortic valve replacement with a medtronic evolut r (serial number not provided) for chest irradiation. At an unknown time after valve implant, the patient developed endocarditis due to staphylococcus lugdunensis. Subsequently, surgical aortic root replacement was performed. During the surgery, the evolut r was explanted, a periaortic abscess was excluded with a pericardial patch, and the aortic root was replaced with a 27 mm non-medtronic valved conduit. No additional adverse patient effects or product performance issues were reported.